Event description:
It was reported that a spectrum pump did not detect an open door. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and found the upper hook switch to be missing. During functional testing, the device displayed ec320 (latch switch error). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the missing upper hook switch. The upper auxiliary requires replacement to address this issue. This device malfunction would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.